Event description:
It was reported that this patient received an inappropriate shock in the past during exercise and during normal activities. A stress test was performed that did not show a change in morphology. Noise was also seen resulting in oversensing. An x-ray showed a suboptimal electrode position, but no intervention was taken. Additional information noted that this patient once again received an inappropriate shock and during a follow up noise/oversensing was once again exhibited. Smartpass was off, and the device vector continued to be programmed in the alternate vector. Technical services (ts) review was needed. A review of the episodes by ts noted low amplitudes in the alternate vector likely the reason that smartpass was enabled. Ts noted that recorded episodes showed low amplitudes and oversensed noise in all vector with inappropriate sensing and therapy delivered in all vectors. Ts discussed performing a high resolution x-ray to understand the current system position. Subsequently an x-ray was provided for review to ts. Ts noted that the current system location is making the system susceptible for myopotential oversensing and signal instability. Ts discussed further recommendations and troubleshooting for this case. At this time no changes had been make. No adverse patient effects were reported. The device remains implanted.